Event description:
According to the reporter, preoperatively, the reload was not recognized on the adapter. A new handle and adapter were used to resolve the issue. It was noted that the same reload was used. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the proximal flex cable was damaged. The root cause of the damage could not be determined.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#(B)(6)); unknown egia su, unknown endo gia sulu (lot#unknown); sigpshell, sig power sigpshell control shell (lot#unknown ) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unload switch was at the home position. There was no visible damage to the exterior of the adapter. Functionally, the unload switch was depressed multiple times and showed no hangups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 39 of 50 procedures remaining. The adapter was connected to a representative handle running v29.1.3 software and the device calibrated correctly. A representative smart reload was attached to the adapter but was unable to be recognized. The adapter was then taken apart, and it was determined that the proximal flex cable was damaged. It was reported that the reload was not recognized. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.